Event description:
Sterilization compromised: the inner plastic pouch was sealed, but there was mildew spots on the white paper board. It was found in the hospital, before use on the patient. There is a picture attached in the service request.

Manufacturer narrative:
The complaint received states that the infinity catheter had compromised sterilization. The inner plastic pouch was sealed, but there were mildew spots on the white paper board. It was found in the hospital, before use on the patient. There was no report of injury for the patient. Two cath (B)(4) 100cm non-sterile units were received folded into an opened pouch. During visual analysis both units were found opened by the tyvek and closed again with a transparent tape. Mold was observed in the mounting card also damage and discoloration was observed in the devices and hub area. The complaint reported by the customer 'diagnostic cardiology catheter ' packaging/pouch/box - foreign material-in sterile package' was confirmed during the analysis due to the mold detected on mounting card; (B)(4). The exact cause of the event experienced by the customer could not be conclusively determined during the analysis; devices handling and product storage condition after cordis controls may be contributed to the issue as reported by the customer. Neither the DHR review results nor the analysis suggest that the failure could be related to the manufacturing process. The complaint reported by the customer 'diagnostic cardiology catheter ' packaging/pouch/box - foreign material-in sterile package' was confirmed during the analysis; however, the exact cause could not be identified. Device handling and product storage conditions after cordis controls may have contributed to the confirmed complaints.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.